Event description:
Info received indicates the brake pedal slowly comes out of brake after the brake is engaged.

Manufacturer narrative:
The technician replaced the brake detent and adjusted the casters to repair the bed.